Event description:
Healthcare professional reported a bilateral capsular contracture baker grade iii. Devices remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition: unable to confirm as it is a medical event not related to the device.. Additional observations: deformation observed on the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later confirmed baker grade IV and inferior malposition. Device has been explanted and replaced.

Event description:
Per operative report, healthcare professional later confirmed baker grade IV. Device has been explanted and replaced.